Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2018. This report is for a baxter pd transfer set, unknown product code. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described by the nurse as the patient was non-compliant in that the patient slept with their dog and the dog bit the patient¿s pd transfer set. As a result, the patient experienced peritonitis. On an unreported date, the patient began treatment for the event with ceftazidime, 1 gram for four weeks (frequency and route were not reported). The patient was not hospitalized for the event. At the time of this report, the patient was recovering from the event. It was not reported if pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.